Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that during patient training, the ilet displayed an ¿unable to proceed¿ message during the fill tubing step, and the on-screen dismiss button illuminated but did not respond, indicating a touch screen or user interface malfunction associated with the device¿s display or input component. Symptoms included no adverse clinical effects. Outcomes included interruption of the supply change process and replacement of the device. Investigation included troubleshooting confirmation that the device was on current firmware, multiple attempts to clear the message, and assessment of user interface responsiveness and inspection of the returned device. Investigation of this device revealed a screen unresponsive condition consistent with a device hardware user interface failure localized to the display/touch input. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.